Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended.

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The customer does not run the architect (B)(6) igg assay on their analyzer. Therefore, the possibility of (B)(6) results due to reagent mediated carryover is ruled out. Customer field data was used to assess the specificity of the architect (B)(6) qualitative ii assay, lot 61424fn00. The timeframe from 20 september 2015 to 17 september 2016 was reviewed. The review documents that across lots with 45,567,260 patient test results, the range of median results is 0.1444 to 0.223707 s/co. The overall median result across all reagent lots is 0.185114 s/co. The median patient result for the architect (B)(6) qualitative ii assay, lot 61424fn00, is 0.179024 s/co (based on 301,291 results), which indicates that the lot is performing acceptably and comparable to other lots in the field. The architect (B)(6) qualitative ii assay package insert and the architect system operations manual both contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue involved discrepant results from a single discreet patient sample. Additional testing of a new sample generated expected non-reactive results. The issue may have been the result of sample/reagent handling or integrity.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02g22, that has similar products distributed in the us, list numbers 01l80 and 04p53.

Event description:
The customer reports that one dialysis patient generated initial reactive architect hbsag assay results of 1.58 and 1.64 s/co with neutralizing confirmatory results of c2= 1.34 s/co and c1= 97.296 %neutralization on (B)(6) 2016. Results for anti-hbc and hbeag were non reactive. The patient returned on (B)(6) 2016 and a new sample was drawn that generated an initial architect hbsag assay result of 0.83 s/co (non reactive). The customer proceeded to test the sample with the architect hbsag confirmatory assay, which generated non-confirming results. This second sample was also non-reactive for anti-hbc igm and hbeag. There is no impact to patient management reported.